Manufacturer narrative:
FURTHER INFORMATION WAS REQUESTED BUT NOT YET RECEIVED.

Event description:
IT WAS REPORTED THAT PATIENT PRESENTED TO CLINIC WITH AN UNCONTROLLED POCKET HEMATOMA. MULTIPLE INTERVENTIONS WERE ATTEMPTED TO MANAGE THE HEMATOMA; HOWEVER, THESE EFFORTS WERE UNSUCCESSFUL. THE PATIENT SUBSEQUENTLY DEVELOPED AN INFECTION SECONDARY TO THE HEMATOMA. AS A RESULT, THE PACEMAKER (PM), RIGHT VENTRICULAR (RV) AND RIGHT ATRIAL (RA) LEADS WERE EXPLANTED. THE PATIENT HAD NO CONSEQUENCES.

Event description:
New information received indicated that the hematoma was noted difficult to be controlled due to active bleeding and the patient had blood oozing in the pocket despite pocket management. The hematoma was slow to resolve; however it did not increase in size. A leadless pacemaker was implanted on (b)(6)2026.

Manufacturer narrative:
A Device History Record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving Abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.